Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. Device was received with a broken pole clamp, cracked tank cover, and damaged line cord. Removed the front cover for a visual inspection. All screws inside the device were checked and all were solid contrary to the customer complaint. Could not duplicate or confirm the customer complaint. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2000 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the internal screws for the plate is stripped. Customer stated that the problem happened during a routine preventive maintenance.